Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri due to high battery impedance was recorded on (B)(6) 2018, prior to explant. Ramware version 8 was installed on (B)(6) 2011. Performance data collected from the device was received and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The initial reported event of unexpected battery depletion was previously submitted via a remedial action exemption (rae) summary re port. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced unexpected battery depletion. The device was reprogrammed and was later explanted and replaced. No patient complications have been reported as a result of this event.